Event description:
Lens failed to eject from injector causing a delay in the case ¿ we tried 2 preloaded lenses and bot failed ¿ we used a zcb00 lens in order to complete the procedure. Product did not have patient contact or patient harm. Product is available for return